Event description:
Information received indicates the head hi//low function is running down unintentionally.

Manufacturer narrative:
The technician found the logic board led's are all showing a head, knee and hi/low lockout error. He replaced the logic board and isolated the pendant but the issue remained. The technician replaced the motor control board to repair the bed.